Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal therapies for continuous ambulatory peritoneal dialysis (capd). Action taken with dianeal therapies was not reported. During a call with baxter (B)(4) technical services, the following was reported. On an unreported date in 2012, the patient experienced peritonitis. On an unreported date, the patient was infected by a carrier of (B)(6) which was the cause of the patient's peritonitis. The patient was hospitalized on (B)(6) 2012. Treatment was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.